Event description:
It was reported that the patient felt a loss of therapeutic effect and a loss of bladder control. It was noted that the patient was having issues retaining urine. It was further noted that these symptoms occurred 4 to 6 weeks after the internal neurostimulator (ins) was implanted in (B)(6) 2012. The symptoms were located at the perineum area of the body. The patient's mother stated that the patient was hospitalized for 2.5 weeks and "had over 1,000 cc of urine in the bladder". It was noted that after the device was reprogramed, the therapy started to work again after 2.5 weeks. It was further noted that no adjustments were made to the ins after it was reprogrammed. The patient's mother also stated that the patient had "incidents where her vagina was sparking". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v794129, implanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v794129, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's system malfunctioned due to a fall. The leads migrated and frayed. The system was replaced.

Manufacturer narrative:
Product ID, 3889-28 lot# v794129 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3889-28 lot# v794129 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).